Event description:
It was reported that the device was used during a low anterior resection. The surgeon fired the device but did not hear the audible "crunch". The surgeon fired the device several times in order to break the washer and hear the audible crunch. The device was difficult to remove from the bowel after firing. When the device was removed, the surgeon noticed that only 3/4 of the anastomosis had been cut and all the staples were fired. Anothere device was used to complete the case. There were no other consequences to the pt.